Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity, the patient also heard tones. Data analysis showed the battery appeared to be depleting more quickly than expected. The device was explanted. No additional adverse patient effects were reported.